Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and implanted leads oversensed electrocautery signals and exhibited pacing inhibition. The patient is dependent on pacing. Boston scientific technical services (ts) was contacted for assistance and advised to use electrocautery in short bursts with pauses in between to allow pacing. This product remains in service. No adverse patient effects were reported.